Manufacturer narrative:
The returned power-mini blade was evaluated for shedding. The device was dimensionally evaluated and found to conform to design requirements. The inner and outer blade was observed visually and it was noted that there was significant galling at the tip of the blade and axial cracks were observed in the adapter body, at the base of the outer tube. The outer blade was evaluated for runout and measured to be at .0525", which indicates a severe bend in the blade. The likely cause of the shedding was due to excessive lateral load during use. A review of the device history record was performed which confirmed no inconsistencies . After the evaluation the root cause was found to be user error. (B)(4).

Event description:
During an ankle arthroscopy procedure, it was reported that they heard "a funny noise". The blade seized and they noticed the blade had "spit bits of metal in the joint". It was reported that adequate saline was used. They ended up taking a second blade of the same lot, resected and sucked the fragments out of the joint. No patient injury or delay was experienced.